Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one resolute integrity coronary drug eluting stent, a balloon burst occurred and the stent could not be deployed. The lesion was being treated was non-tortuous, mildly calcified with 90% stenosis in the left anterior descending artery (lad). The device was inspected prior to use with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not noted during advancement of the device. All operating procedures were in compliance and standardized. The device was moved to place the stent at the lesion. Inflation pressure was applied prior to the balloon burst/rupture. While attempting to inflate the balloon in the vessel to expand and deploy the stent, it was observed that the stent did not fully open. The patient complained of chest tightness during this period. There was no difficulty noted during removal of the device. The balloon system was withdrawn from the body and examined outside, where the damage to the balloon was confirmed. The device was promptly replaced with a non-medtronic stent of a similar size. After successful balloon dilation, the replacement stent was successfully deployed and the patient reported an improvement of symptoms. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the resolute integrity stent was removed from the patient with the device delivery system. Image review: three still fluoroscopic images of the left coronary system were provided to support the reported event. No images showing no evidence of the reported balloon burst or the partial stent expansion. The images do not provide evidence of the cause of the reported issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.